Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) treatment for a non-sustained ventricular tachycardia (nsvt) episode. The crt-d was reprogrammed and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.